Event description:
Customer reported device = 320 mg/dl at 5 pm. Customer went to the clinic. Clinic device = 53 mg/dl. Clinic advised customer to drink orange juice and eat peanut butter and jelly. No controls were used. A request was made for return product and replacement product was sent.